Event description:
The manufacturer received information alleging a ventilator's display screen was blank. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.